Event description:
A hospital in (B)(6) reported that 2 opt544 optiflow nasal cannulas broke during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: two complaint optiflow nasal cannulas were returned to the manufacturer. Both complaint devices were visually inspected. Results: the visual inspection revealed on one of the returned complaint devices that nasal prong has broken at the left side of the nasal interface connection point. There was no stress mark at the right side of the nasal interface to indicate a weak point on the interface. On the second complaint device, it was observed that the tubing had become loose from the manifold of the interface. No lot check could be performed as no lot number was provided. Conclusion: we were unable to determine how both the cannulas came to be damaged. However, the nature of the damage of the first complaint device observed is likely to be over-tightening of the head strap of the interface. The opt544 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic manifold. The cannula is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. Those that fail are rejected. The opt544 optiflow nasal cannula user instructions indicate in pictorial form the correct set-up and fitting of the device to the patient. (B)(4).

Event description:
A hospital in (B)(6) reported that 2 opt544 optiflow nasal cannulas broke during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to the manufacturer. We will provide a follow up report upon completion of our investigation.